Event description:
It was reported that during use in the cath lab, the stopcock was found cracked. As a result a new kit was opened and used without issue. There was no reported delay, death, or complication to the pt as a result of this occurrence.

Manufacturer narrative:
Qn# (B)(4).